Event description:
It was reported that a motor stall occurred; the event logs showed that approximately 3 months prior a motor stall had occurred with recovery 6 hours and 10 minutes later. A second motor stall occurred with recovery approximately 1.5 hours later two months after the initial stall. Nine days prior to the report, the pump motor stalled and "stopped pump period may exceed tube set" was noted in the logs on the day of the report. The pt experienced withdrawal symptoms including the following: headache, increased pain, nausea, vomiting, piloerection, diaphoreses and anxiety. The pump contained morphine 50 mg/ml with a daily rate of 10mg. A rotor study was completed in 2008, and showed a stalled rotor. The hcp reported that the device was replaced and the pt recovered without sequela.